Event description:
Account found bed with "broke" written on it. Account stated ground lose is flashing.

Manufacturer narrative:
Account was advised to be certain bed is not connected to isolate power. Several attempts were made to resolve issue with account without success.